Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-aug-2018 with the following findings: a review of the black box showed data from the date of the complaint had been overwritten. No battery cap or cartridge cap was returned. All testing was performed with test caps. The pump powered up with a test battery cap to a dim discolored display. The test battery cap was unable to fully tighten. The battery compartment was cracked in the thread area, from the thread area to the case seal, and from below the grip pad and in the u-groove area of the battery compartment. No evidence of moisture was found inside the battery compartment. A 24 hour basal program was run with a test battery cap. No reboots, power losses, or call service alarms were duplicated. The pump case was removed to find no evidence of moisture or loose components inside the pump. An "intermittent power" event was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the yellow o-ring was visible, the battery compartment was cracked, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.